Manufacturer narrative:
Approximate age of device ¿ 5 years and 8 months. The pump was not explanted and was therefore not available for evaluation. A direct correlation between the pump and the reported event could not be conclusively established. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2019 due to a subdural hemorrhage. The device was not explanted. No additional information was provided.